Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right atrial (ra) lead impedance measurements. There was also evidence of noise. An x-ray was unremarkable. The device was reprogrammed from bipolar to unipolar and the patient will be monitored. No adverse patient effects were reported.